Event description:
During assistance with a low drain volume alarm on the home choice (hc), during use, during initial drain, the patient revealed they had large air bubbles within the patient line. The technical service representative (tsr) assisted with troubleshooting and then recommended the patient end therapy and start over with new supplies. During follow-up the home patient (hp) was asked about the reported problem. The hp stated they did start over with new supplies and continued therapy. The hp stated the alarm was due to their fault. The hp stated during prime they were not paying attention and the patient line clamp was closed. The hp stated they have been continuing therapy without further problems. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. Complaint is confirmed because patient observed large air bubbles in the patient line due to the clamp left closed on patient line during prime, which is a known cause of the low drain volume alarm. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.